Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrthymia therapy. The analyst noted an unexpected shock had been noted during an episode recorded as ventricular fibrillation (vf) due to oversensing. The rv lead integrity alert warning was triggered for increased short interval counts (sic) and 2 or more non-sustained ventricular tachycardia (vt) episodes. The rv pace lead impedance was 3700 ohms and it had been rising from a baseline of 3000 ohms. The sic count went up to 17630 in around 2 days with an average of 9470 sic per day. Evidence of oversensing has been noted in non-sustained ventricular tachycardia (vt) episodes.

Event description:
It was reported that the patient received inappropriate shocks due to noise on the fractured right ventricular (rv) lead. The lead also had high impedance. Lead replacement is planned. No further patient complications have been reported as a result of this event.